Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The lot number was not provided. No adverse event was reported. The insertion device was discarded; therefore, no product could be requested to be returned for product evaluation.